Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. As 12 years or longer have passed since the delivery of this product, it was presumed that the pin of the video connector socket worn out due to long-term repeated use. It was presumed that this caused the electrical contacts to be unstable and it affects the image transmission between the endoscope and the video processor, resulting in the abnormal image. Alternatively, it is presumed that the dp board failed due to the parts on the circuit board deteriorated over time due to long-term repeated use. The dp board performs video signal processing and video signal output. It was presumed that the abnormal image occurred due to the failure of the dp board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was not able to be duplicated, however, corrosion was found on the top cover, chassis, picture in picture connector and rear panel of the device. The identified parts need to be replaced, the unit was placed for repair. Based on evaluation findings, the reported issue was not able to be duplicated however, corrosion was found on the housing and connector. The corrosion and defects are likely attributed to users maintenance and or handling issue.

Event description:
It was reported that the device exhibited intermittent issue with lines going across the screen. Rainbow colors were observed at the right hand corner of the screen and the image was going blank for a quick minute. There was no patient involvement on this event. No user injury reported.